Manufacturer narrative:
(B)(4). The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. Monitored for 7 days with no failed battery test alarms, battery type alerts/alarms or battery icon anomalies noted. The power management graph was in specification, however, the power management graph indicated connector resistance issue. An unexpected power error detected alarm was present in the pump history file, unexpected replace battery alerts in the pump history file and unexpected replace battery now alarms in the pump history file due to connector resistance issue. Insulin pump was received with missing retainer. Unable to perform displacement test and occlusion test due to missing retainer. Insulin pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked battery tube threads, slightly stained serial number label, peeling end cap address label, severely faded end cap address label and slight corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that insulin pump had failed battery alarm and replace battery now alarm. Customer¿s blood glucose level was 78-141 mg/dl at time of incident and the latest blood glucose level was 96-98mg/dl. Customer¿s blood glucose level was 65-73 mg/dl and was treated with food. Customer declined troubleshoot for low readings. Customer report issues with battery. Customer had failed battery in alarm history. Troubleshoot was performed for failed battery alarm. Pump did not alarm with replace battery now. Pump is work at the moment this happen in the past. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.